Manufacturer narrative:
H10: the device was not received for evaluation; however, the device was evaluated on site by a non-baxter technician. The technician did not provide any information of their device evaluation; therefore, the reported condition could not be verified. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a reverse ultrafiltration event occurred on an ak 96 machine. The ultrafiltration was set to 3kg; however, post hemodialysis therapy, the patient's weight was re-measured and was 2 kg higher than prior to dialysis. The patient felt abdominal distension and ¿other physical discomfort¿ not further specified. There was no medical intervention associated with this event. No additional information is available.